Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer, but the symptom could not be duplicated. The device passed all testing and ws returned to the customer. We are unable to determine the cause of the customer's reported symptom, since the symptom was not duplicated.

Event description:
The customer reported the device does not turn on. No adverse patient involvement was reported.